Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit was initially added to this event to address the reported information that a driveline disconnect alarm occurred, which was suspected to be related to an electrostatic discharge event (esd). The system controller event log file contained events from 03oct2025 through 10oct2025, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The mobile power unit was also observed to power the system as intended in the available data. The mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no information was provided. The reported event could not be correlated to an issue with the mobile power unit, and the allegation of a driveline disconnect alarm has been addressed under the investigations of both the system controller and the pump. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, heartmate 3 patient handbook, are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The IFU section 3, entitled ¿powering the system¿ and the patient handbook section 3, entitled ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mobile power unit could not be reviewed as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file was submitted for analysis. The patient reported left ventricular assist device (lvad) alarm on (B)(6) 2025. There appeared to be a driveline disconnect alarm on the system controller. The patient was on mobile power unit (mpu) and it was believed to be an electrostatic discharge (esd) event. System controller showed driveline disconnect, time stamped (B)(6) 2025 (alarm occurred (B)(6) 2025) for 01:52. Patient reported alarm was brief, and not 01:52. The device was interrogated, time was accurately set on heartmate touch. History dates back to (B)(6) 2025. There appeared to be no event for driveline disconnect or pump off in interrogation. The event log contains data from (B)(6) 2025. It appeared that the log did not capture any driveline disconnect on (B)(6) 2025. The only alarms seen on (B)(6) 2025 was power cable disconnect alarm during power change at 07:52 & 22:07. The log files captured routine events, there were no other notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The event log captured a few of clusters of pulsatality index (pi) events from to (B)(6) 2025.